Event description:
A potential product issue has been reported internally with our artiste mv linear accelerator. In the abundance of caution, this issue is being reported. Customer reported an issue with a stereotactic patient being treated for both the rt and lt lung in that the treatment did not record in either syngo or lantis. Only the conebeam taken that day was recorded. Further investigation required. For a preliminary or final risk assessment, further investigation results regarding the cause and risk coverage is required. Corrective action is pending final investigation. No injury has been reported. No other products are concerned.